Event description:
It was reported that this patient had severe hip dysplasia and had both of her hips replaced by surgeon. Because of her hip dysplasia the patient over the last 2 years became lax and had a leg length descrepency. Surgeon revised her short side and explanted a 16x11 30std neck srom and implanted a 16x11 36+6 srom stem which provided the patient with additional leg length and offset. The srom sleeve, acetabular cup and liner were left in situ. No adverse events as the result of our products. Activity level - yes. Doi: (B)(6) 2022, dor: unknown, affected side: right hip.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform . As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.